Manufacturer narrative:
The reported events of stylet failure to advance and helix mechanism issue were confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet could not be fully inserted into the lead due to the inner coil to be over-torqued at the connector region consistent with procedural damage. The cause of stylet failure to advance was due to over-torque of the inner coil. The lead was returned with the helix retracted and clogged with blood. X-ray examination found over-torqued of the inner coil at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion, and applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length met specification. The cause of helix mechanism issue was isolated to blood in the helix region, blood on the inner coil, and over-torqued of the inner coil.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the stylet had failed to advance in the right ventricular (rv) lead and the helix of the rv lead had failed to extend. The rv lead was removed and replaced. The patient had no adverse consequences.